Event description:
It was reported that during a routine follow up, low pacing lead impedance measurements were observed. No electrical anomalies were detected. Patient is scheduled for follow up in three months. Patient condition is good.